Manufacturer narrative:
The device was received by the manufacturer and a quality investigation is anticipated. A follow-up report will be followed when the investigation has been completed.

Event description:
It was reported that the handpiece leaked an oil-like substance during a procedure. It was confirmed that the substance did not enter the surgical site. No patient or user injuries occurred, and there were no adverse consequences.